Manufacturer narrative:
The machine is not misting after the medication is added. There is no additional information available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Machine is not misting"